Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The f-38 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be damaged force sensing resistors. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.